Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient faced high blood glucose level and mild diabetic ketoacidosis on (B)(6) 2026, as the customer stated that he used off lebelled insulin with infusion set. The patient was treated with correction injection via mdi (multiple daily injections). No further information is available.